Event description:
Pfs and medical records received. Pfs alleges patient experienced pain with walking, taking a misstep, or horseback riding. The liner is being reported for pain. The head was a competitor product.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.additional narrative:if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Pfs and medical records received. Pfs alleges patient experienced pain with walking, taking a misstep, or horseback riding. The liner is being reported for pain. The head was a competitor product. Doi: (B)(6) 2008 dor: none reported (left hip). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. The investigation could not verify or identify any product contribution to the reported event with the information provided, however, it has been reported that the depuy device was implanted with a competitor manufactured product. This use of the depuy device is not recommended. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).